Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, ovarian cyst, uterine fibroid, right lower quadrant pain, sexual dysfunction, nausea, abdominal pain, cholecystectomy, premenstrual syndrome, breast pain, morning sickness, breast tenderness, ovarian neoplasm, asthma, migraine, narcolepsy, sciatica, allergic rhinitis, anxiety, sleep apnoea syndrome, vitamin d deficiency, psoriasis, mitral regurgitation, hyperglycemia, iron deficiency, menorrhagia, alcohol use, constipation, uterine dilation and curettage, adnexal mass and endometriosis. Previously administered products included for an unreported indication: micronor. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingo-oopherectomy -unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, headache diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: there is moderate fluid in the adnexal region on the right and cul-de-sac region appearing since previous examination. This could be associated the patient's menstrual cycle or ruptured ovarian cyst. Strongly advise a post contrast study for further evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received: reporter, medical history, historical drug and lab test added. Fu marked significant imdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingo-oopherectomy -unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case became valid and incident. Previously reported event "injury to herself" updated to "pelvic pain". Events- "dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, headache, psych injury, post removal complication" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, ovarian cyst, uterine fibroid, right lower quadrant pain, sexual dysfunction, nausea, abdominal pain, cholecystectomy, premenstrual syndrome, breast pain, morning sickness, breast tenderness, ovarian neoplasm, asthma, migraine, narcolepsy, sciatica, allergic rhinitis, anxiety, sleep apnoea syndrome, vitamin d deficiency, psoriasis, mitral regurgitation, hyperglycemia, iron deficiency, menorrhagia, alcohol use, constipation, uterine dilation and curettage, adnexal mass and endometriosis. Previously administered products included for an unreported indication: micronor. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingo-oopherectomy -unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, headache. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: there is moderate fluid in the adnexal region on the right and cul-de-sac region appearing since previous examination. This could be associated the patient's menstrual cycle or ruptured ovarian cyst. Strongly advise a post contrast study for further evaluation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.